Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted cuts/slices in the silicone tubing. Functional tests including clear passage and clamp function tests were performed with no issues noted. Leak testing failed due to one cut in the silicone tubing penetrated through the wall of the silicone tubing causing a leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the minicap transfer set. This was observed during an unspecified step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.